Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ had a broken plunger in the body of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance analysis records were reviewed and a maintenance order potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe plunger rod broken. According the record the cause for the defect is related material jam at rejection system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak syringe luer-lok had a broken plunger in the body of the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd plastipak syringe luer-lok had a broken plunger in the body of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.